Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from (B)(6) 2013 to (B)(6) 2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there was a production failure q6 200172158 for cosmetic defect for the q6 which does not correlate to the customer reported issue.

Event description:
It was reported that the 8110 syringe module had a motor failure. There was no patient involvement.